Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device was taking uneven grafts. The event occurred during kit inspection/after surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the bottom roller was loose and the roller gear was worn. The bottom roller and roller gear were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.